Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating of the actual device used in this incident, it was determined that main drawer 5.1 cubie c1 failed to lock and drawer 5.2 had a row b row board error. A field service engineer removed the back panel and the back of drawer 5, disconnected the row board cables, and after a few minutes, reconnected them. The field service engineer then assembled the drawer, connected the bus cable, and tested the drawer and all cubie pockets in hta. Diagnostics were run, confirmed the function. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a main drawer 5.1 cubie c1 failed to lock. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.